Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a bionics ilet user's screen cracked. It was determined that a replacement was needed. There was no report of any patient harm or adverse event associated with this report.